Event description:
User facility reported that on 7/31/99 the rate of csf drainage slowed from a previous average of 4 to 5 cc/hr to 1 cc/hr. A CT scan was performed on 8/1/99. The CT scan indicated to clinician that air had been aspirated into the pt ventricle. It was also noted that bubbles were visible in the tubing draining csf from the ventricle. The drainage system was replaced. Pt was discharged from facility on 8/16/99.